Event description:
A customer contacted beckman coulter inc. (Bec) stating they were questioning tsh results from two patients and a vitamin b12 result from a third patient generated by their unicel dxl 800 access® immunoassay system because the results were not reproducing within labeled tsh and vitamin b12 assay precision claims from the assay instructions for use (IFU). Bec review of the data provided by the customer showed that only 3 of the 7 results provided did not produce within assay IFU claims. Qc and system checks were failing on the instrument after the instrument produced the patient results in question. Per customer, they were not aware of any changes in patient treatment associated with this event.

Manufacturer narrative:
Samples were centrifuged for 5 minutes at an unspecified speed in serum gel tubes. There were no sample related issues reported in connection to this event. A field service engineer (fse) was dispatched on-site and determined the instrument peri-pump tubing had developed a leak. Fse resolved the issue by replacing the split peri-pump tubing. A passing system check, high sensitivity system check and passing qc were completed to verify acceptable instrument operation. The cause of this event is attributed to hardware (peri-pump tubing).